Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the display returned after inserting a new battery. The customer's mother declined to troubleshoot for battery out limit alarm and failed battery test alarm. The insulin pump will not be returned for analysis.